Event description:
It was reported that during a laparoscopic cholecystectomy, a clip ejected out of the device. A clip fell into the abdomen, but was retrieved. The device was test fired outside the patient and continued to eject clips. The case was completed with the same device as it occurred at the end of the case. There was no consequence to the patient.